Event description:
It was reported that during an unspecified gastro-intestinal (gi) procedure, the balloon failed to inflate. The lesion was located in the esophagus. The cre 12mm x 15mm balloon catheter was advanced to the lesion. Upon attempting to inflate the balloon, the balloon failed to inflate. The device was removed and, upon inspection, a balloon rupture was noted. Another of the same device was used to successfully complete the procedure. No patient injuries or complications were reported. The patient's status is reported as "good".

Manufacturer narrative:
Device analysis revealed that the stopcock and protective sleeve were not returned with device. The balloon profile was relaxed. It was noted during an attempt to inflate the balloon to its specified pressures that the balloon was torn longitudinally. The device history record (DHR) was reviewed and confirms that the device met all material, assembly, and performance specifications. The most probable root cause of the balloon rupture can be attributed to operational context.